Manufacturer narrative:
Section b5: additional information was originally reported under manufacturer report number 2916596-2023-03456. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was initiated on continuous renal replacement therapy (crrt) on (B)(6)2023 for serum creatinine (scr) for 2.17 with no urine output. On (B)(6)2023, the patient had positive blood cultures for methicillin-sensitive staphylococcus aureus (mssa) and candida. The mssa was already being addressed with an intravenous (IV) antibiotic that was in place. Diflucan was initiated for fungemia. On (B)(6)2023, the patient was taken back to operating room (or) for sternal debridement. On (B)(6)2023, tracheostomy was performed. On (B)(6) 2023, the patient was taken back to or for ongoing right ventricular failure (rvf) with associated low flows, which was thought to be secondary to severe tricuspid regurgitation. A tricuspid valve replacement was performed with bioprosthetic valve. On (B)(6) 2023, the patient transitioned from crrt to hemodialysis. On (B)(6) 2023, patient's blood cultures were positive for e. Coli. And IV rocephin (ceftriaxone) was initiated. On (B)(6) 2023, the patient was taken back to or for sternal debridement. Cultures were positive for vancomycin-resistant enterococci (vre). The patient was initiated on IV daptomycin. On (B)(6) 2023, the patient was taken back to or again for sternal debridement secondary to cultures of sternum and pleural fluid being positive for vre. The patient was treated with IV daptomycin. It was reported on (B)(6) 2023 that the patient was stable and discharged to rehab facility.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. This IFU lists right heart failure and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states ¿right heart failure can occur following implantation of the pump. In addition, this document outlines the recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, the reported low flow alarms could not be confirmed based on the provided information; however, the account attributed these alarms to tricuspid regurgitation. The patient remained ongoing on heartmate 3 lvas, serial number, (B)(6), until they expired on 07aug2023, as reported under MFR #: 2916596-2023-07001. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook rev. D, are currently available. In the IFU section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure, renal dysfunction, and infection. The IFU also provides care instructions in reference to preventing infection as well as suggested responses in the event of infection. Additionally, the heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went back into the operating room for washout and rvad placement.